Event description:
A heplock line was placed in pt prior to a CT scan injection. Line split allowing 90-95% of contrast to leak. This occurred when injection pressure was increased. No pt injury, materials notified. Will discuss with abbott rep.